Manufacturer narrative:
Device history record review revealed all syringes were visually inspected, and there were no remarks related to this complaint in the lot. Retention samples were inspected and tested, no nonconformances were noted. Investigation of the complaint sample revealed that the luer lok adapter was detached from the barrel. Previous investigations of complaint samples by the MFR of the syringe showed no deviations related to the individual components of the device. It has been found that when a user of the device does not follow the directions for use (dfu) then this type of event could occur. Reiteration of the correct instructions for use of the device to the customer was recommended. There are no other complaints for this lot.

Event description:
A user facility reported the cannula hub detached from the syringe while injecting the product into the eye during surgery. The pt was not harmed.